Event description:
It was reported that the customer experienced unexplained high blood glucose levels and had issues with the infusion sets for the past 3 days. The customer's mother stated that the infusion set did not adhere during the night, and on another night, a bent infusion set cannula was observed. She reported that after dinner, the blood glucose reading rose from 250 mg/dl to 450 mg/dl. The caller reported that the blood glucose reading the night before was 280 mg/dl, which rose to 560 mg/dl. She stated that she thought she had incorrectly guessed on the manual bolus. The customer was treated with manual injection. He experienced vomiting, stomach sickness, and feeling bad. The caller was advised to speak with a doctor regarding filling less insulin in the reservoir. An infusion set leak was found, which may have contributed to high blood glucose. She noted that a no delivery alarm occurred, and upon troubleshoot, it was found that the device worked as designed. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.